Event description:
Clinical Narrative (US):Impella CP was inserted via an unknown access site in an 89-year-old female patient for acute myocardial infarction complicated by cardiogenic shock. The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E.It was reported that the Impella CP was inserted emergently while the patient was hemodynamically unstable. The treating physician stated that pressure may have been applied to the optical sensor of the Impella during insertion. Subsequently, there was a report of intermittent loss of the placement signal and left ventricular waveform on the Automated Impella Controller.At the time of the reported event, device parameters obtained from the Patient Flow Chart demonstrated a Performance Level 8, flow of 2.1 liters per minute, which is lower than the expected flows at this P-level. The purge flow was 16.6 milliliters per hour, purge pressure of 459 millimeters of mercury.It was further reported that device positioning was closely monitored via echocardiography, and the patient's hemodynamics remained adequate despite the reported placement signal and waveform issuesLater in the patient's clinical course, the medical team became aware that the patient had an advance directive indicating that she did not wish to receive resuscitative or life-sustaining medical treatment. As a result, the decision was made to withdraw Impella support. The patient subsequently expired following withdrawal of support.The death is conservatively being reported on the Impella CP due to the intermittent loss of the placement signal and left ventricular waveform, along with subsequent device performance not as expected. However, the death is considered more likely attributable to the patient's underlying terminal condition, which was identified after initiation of Impella support. The post-procedure outcome was death.

Manufacturer narrative:
A. PATIENT INFORMATION is unknown.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.